Event description:
It was reported that a pump alarm occurred during pumping. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge, prompting technical support to arrange for a replacement pump. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed on how to put the pump into storage mode. The customer acknowledged the instructions and agreed to return the problematic pump within 10 days.